Event description:
Medtronic received information that this bioprosthetic valve, implanted 2.5 years, was explanted due to gradient and aortic insufficiency. It was reported that at explant the valve had well organized, hard pannus on the outflow side.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released to distribution. Conclusion: cause of event determined to be related to patient condition. Upon receipt at medtronic's quality laboratory all leaflets were stiff due to host tissue on the outflow. A large fenestration was noted in the lunula of the right cusp adjacent to the left and right cusp. Small tears on the tunica of all cusps appear to be associated with the removal of pannus. The free margin of the non-coronary cusp was adhered to the host tissue on the outflow. All commissures were intact. Remnants of pannus remained attached to the tissue and base stitching adjacent to the left cusp and along the inflow margin of attachment of the right cusp adjacent to the left right inferior coaptive area. Pannus remained attached along the outflow edge of the sewing ring and backs of the left right and right non-coronary stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Tan, thrombotic host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.